Event description:
The information initially provided by the local distributor indicated: hospital name: (B)(6). Date of initial surgery: on (B)(6) 2022. Body part to which device was applied: femoral neck. Surgery description: n/a. Patient information: 39 year-old, female, previous health condition: patient had a long history of kidney disease. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: lag screw on chiamera nail either did not engage fully during initial surgery or came out postop. The lag screw was disassociated also. The complaint report form also indicates: the device failure had adverse effects on patient. The initial surgery was completed with the device. The event fdid not lead to a delay in the duration of the surgical procedure. An additional surgery was required: performed on (B)(6) 2022. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are available. Patient current health condition: the nail was removed and replaced with a revision hip stem. Manufacturer ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code: 99-t93795 batch: b1693915 before the market release. No anomalies have been found. The original lot, manufactured in 2021, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation the involved device was not returned to orthofix for analysis. The evaluation of the event description is in progress. Medical evaluation the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code 99-t93795 batch b1693915 before the market release. No anomalies have been found. The original lot, manufactured in 2021, was comprised of 75 devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received regarding this specific device lot. Technical evaluation the device involved in this event was not returned to orthofix srl as it was disposed of at the hospital. Therefore, it was not possible to perform the technical evaluation. Medical evaluation the information made available on the event was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. -the patient of 39 years sustained a basal neck trochanteric fracture and was treated with a chimaera nail with one lag screw. X-ray shows a very nice reduction. There is no note as to the timing of this x-ray, but there is no callus to be seen so it may be postoperative. The barrel of the lag screw is extruding from the fracture. It is clear that it was not locked to the nail during initial insertion, and subsequently backed out. Initial insertion was on (B)(6) 2022 and revision surgery was on (B)(6) 2022, 7 months later. This fracture should have united but sometimes the injury disrupts the blood supply to the neck and there is a non-union. -the patient lasted 7 months before revision, as the barrel of the implant was clearly extruding. This is the best solution for this patient who should do well. Final comments a technical evaluation of the involved device was not performed as it was disposed of at the hospital. Considering the information provided on the event and that the involved device was not returned for analysis, it is not possible to finalize the investigation and determine the root cause of the issue occurred. The analysis of the historical data evidenced that no other notifications have been received on this specific device lot. In case further information is provided, orthofix srl will promptly re-open the investigation on the case. Orthofix srl continues monitoring the products on the market.

Event description:
The information initially provided by the local distributor indicated: hospital name: (B)(6) medical center surgeon's name: (B)(6) dr. Date of initial surgery: on (B)(6) 2022 body part to which device was applied: femoral neck surgery description: n/a patient information: 39 year-old, female, previous health condition: patient had a long history of kidney disease problem observed during: into treatment/post-operative type of problem: device functional problem event description: lag screw on chiamera nail either did not engage fully during initial surgery or came out postop. The lag screw was disassociated also. The complaint report form also indicates: the device failure had adverse effects on patient the initial surgery was completed with the device the event did not lead to a delay in the duration of the surgical procedure an additional surgery was required: performed on (B)(6) 2022 a medical intervention (outpatient clinic) was not required copies of the operative reports are not available copies of the x-ray images are available patient current health condition: the nail was removed and replaced with a revision hip stem. Further information received on 10 february 2023: the product is not returning for investigation. It was disposed of at the hospital. Manufacturer ref: (B)(4), distributor ref: (B)(4).